Manufacturer narrative:
Age at time of event: patient is 18 years or older. (B)(6).

Event description:
It was reported that thrombosis occurred. Re-operation of the patient was performed. The 90% stenosed target lesion was located in a shunt in the forearm. A 6.0mmx40mmx40cm sterling balloon catheter was advanced for dilatation and to improve the blood flow. Afterwards, the device was removed. Two hours later, the treatment was performed again after the shunt sound disappeared. Information was given by the technician who observed the echo that there might be thrombus in the aneurysm near the shunt occlusion. The procedure was completed with another of the same device. No further patient complications nor injuries reported.

Event description:
It was reported that thrombosis occurred. Re-operation of the patient was performed. The 90% stenosed target lesion was located in a shunt in the forearm. A 6.0mmx40mmx40cm sterling balloon catheter was advanced for dilatation and to improve the blood flow. Afterwards, the device was removed. Two hours later, the treatment was performed again after the shunt sound disappeared. Information was given by the technician who observed the echo that there might be thrombus in the aneurysm near the shunt occlusion. The procedure was completed with another of the same device. No further patient complications nor injuries reported. It was further reported that thrombosis was noted two hours after a non-bsc balloon was used. Sterling balloon was used without issues and the reoperation was completed. The patient was fine, therefore there was no complaint for sterling device.

Manufacturer narrative:
A2 - age at time of event: patient is 18 years or older. E1 - initial reported address 1: (B)(6). B5 - describe event or problem has been updated.

Manufacturer narrative:
A2 - age at time of event: patient is 18 years or older. E1 - initial reported address 1: (B)(6). Device evaluated by MFR: returned product consisted of a sterling balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis found no issues with the device.

Event description:
It was reported that thrombosis occurred. Re-operation of the patient was performed. The 90% stenosed target lesion was located in a shunt in the forearm. A 6.0mmx40mmx40cm sterling balloon catheter was advanced for dilatation and to improve the blood flow. Afterwards, the device was removed. Two hours later, the treatment was performed again after the shunt sound disappeared. Information was given by the technician who observed the echo that there might be thrombus in the aneurysm near the shunt occlusion. The procedure was completed with another of the same device. No further patient complications nor injuries reported. It was further reported that thrombosis was noted two hours after a non-bsc balloon was used. Sterling balloon was used without issues and the reoperation was completed. The patient was fine, therefore there was no complaint for sterling device.